Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during repositioning of an embolization coil, the coil unexpectedly detached. The vessel was reported to be tortuous. The detached distal segment of the coil was retrieved with a snare device. There was no reported patient injury. The patient's current status is reported to be "fine."